Event description:
It was reported that the lead integrity alert triggered for high impedance, oversensing and noise. During the procedure to explant the lead, it was noted that there were abrasions on the lead near the area of the patient's clavicle. The lead was cut during the explant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and several conductors were stretched, there was blood/body fluid on the outer tubing overlay, the inner insulation was torn, the outer insulation was torn, the outer tubing was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance sub-threshold lead impedance on (B)(4) 2012. The weekly pace lead impedance trend data shows an abrupt impedance increase for ventricular pacing bipolar impedance of 646 to 4047 ohms peak between (B)(4) 2012. There was one patient alert for lead failure predictor on (B)(4) 2012. There were two lead failure predictors for high rate non-sustained of less than or equal to 207 ms average ventricular (v)-cycle on (B)(4) 2012 at 17:55:06 and 19:17:27. The ventricular short interval count (v-sic) was 21 counts, in 0.76 day, between (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.